Event description:
It was reported that the customer passed away. It was stated that the customer was found unconscious after experienced low blood glucose levels, and the paramedics were called. It was stated that the customer was wearing the insulin pump at the time of death. The caller agreed to return the insulin pump for analysis. Nothing further was reported at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no battery in the insulin pump.